Event description:
Information received by medtronic indicated that the customer reported inpen was not delivering insulin and experienced hyperglycemia with blood glucose value of 205 mg/dl. The current blood glucose value was 115 mg/dl. Troubleshooting was performed. Hyperglycemia and was treated with manual injection non inpen. Customer does not report any symptoms related to hyperglycemia event. Customer reported cartridge was exposed to high temperature and was advised change the cartridge. Customer was advised to monitor the inpen and callback as needed. No harm requiring medical intervention was reported. The inpen will not be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Per visual inspection: no physical damage to cartridge holder or inpen front or back shell was noted. The inpen paired to the commercial app. The leadscrew was received 1/2 it's travel. Inpen passed baseline and wireless functionality. App logbook displayed: 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u. Performed leak test and no fluid leaks were noted outside the fluid pathway. No under delivery was noted. Inpen passed front cap investigation. In conclusion: no under delivery was noted on inpen. Inpen working as design. Therefore, the customer concern of insulin not dispensing could not be confirmed. Unable to verify alleged high bgs. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.